Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the most likely cause of the device being off was due to their error. Steps taken to resolve the issue were they had a follow up visit on 2026-apr-15 for further help with their device. The issue had no yet been resolved. Steps taken to resolve the leaking was that they were still learning how to operate the device. This issue had no yet been resolved.

Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the past 4 months they have had trouble with leakage and incontinence. The patient said they couldn't get in to see healthcare provider (hcp) for about 3 months and when they did, the hcp said the stimulator was turned off. The patient went to the healthcare provider office and the representative turned stimulation back on and told the patient what to do. The patient then said they started having leakage again about 2 weeks after the representative fixed it for them. The agent walked the patient through communicating with the implant and increasing stimulation. The patient was able to increase stimulation to a comfortable level. The patient was directed to maintain the stimulation level and continue to track symptoms.